Event description:
It was reported by a customer on (B)(6) 2011, the fiber tip fractured; half of the chip came off at 5,000 joules. Also, it was reported that the fiber tip was retrieved. No patient injury was reported.